Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited high pressure alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that when the pump was powered up it had a constant "high pressure" alarm. The investigation determined that an issue with the circuit board was the cause of the reported issue. The circuit board and downstream occlusion sensor were replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that the event date was (B)(6) 2019, and that the issue was found during set up; there was no patient involvement.